Event description:
During a review of the vns pt's device programming and diagnostic history for a request for a blc, it was noted that the programmed settings had been changed to unintended settings due to an interrupted system diagnostic test (faulted) that was performed at the office visit in (B)(6) 2003. The next time the pt was seen was almost a year later, where the device off time was re-programmed from 60 minutes to 3 minutes. The following is the sequence of events that occurred: on (B)(6) 2003: initial interrogation: 1ma/20hz/250 usec/30 sec/5 mins. Program: 1.25ma/20hz/250 usec/30 sec/5 mins. System diagnostic test: "faulted." On (B)(6) 2004: interrogation settings: 1ma/20hz/500 usec/30sec/60mins. Programming: 1ma/20hz/250 usec/30 sec/3 mins. The pt's treating physician at that time has passed away and therefore was not notified of programming changes.

Manufacturer narrative:
Analysis of programming history.